Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and instrument exhibited scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.209¿ x 0.096¿. There was not any material missing. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c, as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument had a damaged insulation. The procedure was completed with no reported injury.